Manufacturer narrative:
Reliability analysis inspected 2 opened/used infusion sets and performed manual prime and high pressure test using anew lab reservoir along with a pump. Both infusion sets failed per spec. Both infusion set found occluded at qr connection septum site. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no delivery alarms from the infusion set. The customer's blood glucose reading was unknown. The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery alarm was not recurring. The customer was advised to clear the alarm with the escape and act buttons. The customer was not able to complete troubleshoot because she changed the set.